Event description:
The reporter alleged missing segments and /or icons on the accu-chek compact plus system during the call to accu-chek customer care service center. The reporter stated she saw two "e's" to the left side of the display screen on the meter. No reporter actions or treatment due to the allegation. No adverse event reported. New system sent to customer and return requested.